Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The distal clevis ear was cut off to inspect the conductor wire weld, the conductor wire was not broken. The instrument was found to have thermal damage on the monopolar yaw pulley likely caused by the damaged conductor wire insulation. The instrument was found to have a cracked conductor wire cap at the distal end. A review of the instrument log for the permanent cautery hook (pn: 420183-12, batch/lot-sequence: n10170801-794) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2018 on system sh1092. The alleged event occurred on the last use of the instrument. As of 4/13/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because it was alleged and confirmed that the instrument had a damaged conductor wire, which could lead to unintended electrical discharge at a location other than intended. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the last use of the instrument. Thus, the instrument had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, burn marks/fraying of the black wire were noted at the distal end of the permanent cautery hook instrument. There was no reported of adverse consequence to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no additional information available on the reported event as of the date of this report.